Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2016 and on (B)(6) 2017. The customer's blood glucose was around 400 mg/dl on (B)(6) 2017. The customer's father stated that they were nauseous. The customer's father stated that they were given insulin to treat the blood glucose. The customer's father stated that they were wearing the insulin pump during both hospitalizations. The customer's father also reported that they experienced high blood glucose of 468 mg/dl and had a bent cannula. The customer's father performed high pressure test and the insulin pump passed. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.